Event description:
During service in 2008 the unit was found to not provide an audible tone. There was no patient harm reported.

Manufacturer narrative:
The unit is in transit to the manufacturing facility.